Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by the healthcare professional (hcp) that the patient's device wasn't working. There were no symptoms reported and no further complications reported.